Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with two (2) prismaflex st150 sets, air was present in the circuits. Both sets were replaced to continue treatment. The blood was not returned to the patient either time. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11: h11: the actual devices were not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples were loaded and primed on a prismaflex control unit and no issues were observed. Air leak testing was performed and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.